Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
This 27 mm sjm trifecta valve implanted on (B)(6) 2015, required explantation on (B)(6) 2015 due to suspected endocarditis. A 23 mm edwards perimount valve was implanted. Post-explant, the trifecta was sent for bacteriological testing and staph epidermidis was identified.